Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and the distal conductor was extrinsically distorted due to kinking/buckling. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that the right atrial (ra) lead was attempted, not implanted. The lead "kinked" during implant. The patient had tortuous anatomy and appeared to bend the lead abnormally, which caused the helix to not retract. A different lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.